Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board.

Event description:
During a routine shift check by a clinician, the device displayed "pacer fault 115" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.